Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone # (B)(6). The following functional tests were performed: the customer received remote application assistance from a remote support engineer (rse) who provided the customer with a replacement speaker as requested. A replacement speaker was provided to the customer. Based on the information available, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer was provided with a replacement speaker to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
It was reported that a speaker replacement was needed for a multi measurement server x2. A good faith effort (gfe) was performed to clarify if a speaker malfunction inop was displayed and if the speaker produced sound, but no additional details were provided. It is unknown if the device was in use at time of the event. There was no report of patient or user harm.